Event description:
On 03/08/2008, the pt reported that 10 days ago while changing his insulin cartridge, the plunger became stuck to the piston rod of the infusion device and 315 units of insulin was spilled into the cartridge compartment. The pt was able to remove the plunger from the piston rod, and he dried the cartridge compartment of the infusion device. Upon follow up with the pt on two days later, he stated that on the next day, he had difficulty retracting the piston rod. He was able to retract the piston rod and he stated that it then did not extend properly. He inserted an insulin cartridge and was not able to perform a prime. He switched to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.